Event description:
It has been reported that a revision surgery was performed due to loosening of the tibial insert. The pt had a femoral non-union following a femoral surgery due to a motor vehicle accident in 2007. The pt continued to have pain and had fixation of femoral nonunion and total knee arthroplasty in 2009. She developed posttraumatic arthritis. The explanted polyethylene component was visually examined by the surgeon, both medially and laterally; he noted some damage to the dovetail, but no posterior damage. Additional info from uf report: pt had femoral nonunion following femoral surgery of fracture due to motor vehicle accident in 2007. Pt continued to have pain and had fixation of femoral nonunion and total knee arthroplasty, had revision arthroplasty on left knee nearly 2 months ago; she developed posttraumatic arthritis. Pt currently in pain. Surgery in 2009 for failed left total knee arthroplasty; tibial locking mechanism, revision of tibial polyethylene. Surgery showed polyethylene was grossly loose. Polyethylene component. Visually examined by surgeon, both medially and laterally, noted some damage to the dovetail, but no posterior damage.